Manufacturer narrative:
(B)(4). Date sent 1/6/2026. D4 batch #838c42. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned cdh29a device determined that it arrived with no apparent damage and the anvil was not received. The breakaway washer was not present and the staple retainer was not returned for analysis. Also, two protruding staples with bent legs and 3 missing staples were observed. Functional testing was performed in one scenario after loading the missing and damaged staples on the device and using a new washer on a test anvil.; the device fired and formed all staples, completely cut the test media and breakaway washer without incident, and produced a complete staple line with staples meeting the release criteria. It should be noted that inadvertent movement of the firing trigger after disengaging the safety might cause staples to fall out. It is important to ensure the adjusting knob is set in the firing range before disengaging the safety, and disengaging the safety should be the last step prior to firing. Please reference the instructions for use for more information. As part of ees quality process all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number 838c42, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Date sent: 12/8/2025. D4: batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during the unk surgery, after fired, noted the staples malformed. Changed the new one to complete surgery. There was no patient consequence reported. No additional information can be provided.